Event description:
In 2004, the physician successfully closed an arteriotomy site with the perclose proglide device after a diagnostic procedure. The procedure was performed via the right common femoral artery. Fluoroscopy was performed prior to the procedure; the vessel was described as being "clean" and the arteriotomy was confirmed in the common femoral artery. Hemostasis was achieved and the pt was discharged to home. Prophylactic antibiotics were not administered prior to or after the procedure. Reportedly, the cath lab personnel "always repreps" prior to using a closure device but only "regloves sometimes." Three days later, the pt began experiencing right groin discomfort and swelling. Two days after that, the pt developed a fever. The next day, the pt was admitted to the hosp with the diagnosis of subcutaneous cellulitis of the right groin. While in the hosp, the pt was administered unspecified, intravenous antibiotics. The current condition of the pt is unk.